Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient stated that his device in his back has stopped working (charging failure) and can't come on anymore. The patient confirmed that he sees the poor communication screen on the patient programmer (pp) and the reposition antenna screen on the recharger. The patient mentioned having a couple unrelated surgeries recently for a hernia and a knee replacement. The patient was asked when he charged the ins. The patient originally said he charges daily, but then indicated that he keeps the recharger plugged into the a/c power. When a normal recharge screen was described the patient did not understand what the agent was talking about. The agent was unable to verify a time frame of the last time the patient charged their ins. It was reviewed the ins is likely overdischarged. No further information was reported. Additional information was received from the patient. It was reported that when the patient put on charger and while charging it will not turn on, nothing is charging and working. The issue has not resolved as of yet having problems with it since they installed it in the patient. Patient stated their back is in a lot of pain as of this report. No further patient symptoms or complications were reported in this event.